Event description:
It was reported the patient experienced no improvement in his parkinson's disease symptoms since being implanted with the deep brain stimulation (dbs) system. The physician assessed the left lead was not placed for adequate stimulation, as it was implanted five millimeters above the target for stimulation. Multiple attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the left lead was replaced. The patient did well postoperatively and received adequate coverage. Physical analysis of the explanted lead could not be completed as it was retained by the facility.